Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and advised to contact support if the issue reoccurred.